Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. The manufacturer did not received explanted devices, x-rays or other source documents for review. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B)(4).

Event description:
It is reported that the patient was revised due to wound dehiscence.